Event description:
It was reported the atrial lead sensing value was low and a lead warning triggered. The lead was checked and restored to unipolar, the original settings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: sedr01 implantable pulse generator (ipg) (B)(6) 2012; 4024 implantable pacing lead (B)(6) 1993. (B)(4).